Manufacturer narrative:
Concomitant medical products: product ID: neu_refillkit_acc, product type: accessory. (B)(4)

Event description:
On (B)(6) 2015, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal (unknown dose and concentration) via an implantable pump for an unknown indication. On approximately (B)(6) 2015, during a pump replacement procedure (reported as the surgical intervention), it was impossible to purge more than 5 ml of fluid from the new pump. A vacuum was impossible to maintain in the syringe. No troubleshooting or diagnostics were performed. As a result of the device issue, another pump was used and the issue pump was never implanted. The issue was resolved at the time of this report. There were no reported patient symptoms. Additional information has been requested , but it was not available at the time of this report.

Manufacturer narrative:
Upon device return, analysis found no anomalies. The pump had no reservoir access issues. No problems were encountered when aspirating fluid. No leaking was seen from the septum. This pump has clean logs, meaning no motor stalls, motor stall recoveries, or errors of any kind had ever happened with this pump. Evaluation conclusion code no longer applies.